Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history, it was determined that the root cause of this event was not lens related but to wrong power calculation of the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. During the same procedure the lens was then removed after taking the ocular response analyzer reading/wrong power. The surgeon cut the lens to remove from the eye and there was no pt injury. The incision was not enlarged and no suture was used. This incident was not enlarged and no suture was used. This incident was not lens related, cause was due to wrong power calculation of the lens. There was no device malfunction. The facility discarded the lens.